Event description:
The info provided to sjm indicated seven days post-implantation with a 21mm regent valve, the pt underwent a reoperation when a paravalvular leak was revealed via echocardiogram. During the explant procedure, the valve was rotated in situ using the holder from a newly opened valve and the leaflet tester showed the valves were able to fully open and close. The valve appeared to be functioning normally though leaflets were obstructed by tissue located in the sub-annular position with no paravalvular leak at the sewing cuff as was originally suspected. The valve was fully removed to access and excise the sub-annular tissue. Once explanted, the leaflets were tested again and opened and closed freely. The valve was replaced with a 19mm bioprosthesis from another MFR.